Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the adhesive was peeling off and the pod was leaking insulin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The device was received with the cannula assembly fully deployed. Investigation found a tear in the exposed portion of the soft cannula. Fluid was observed leaking through the tear during fluid path testing. It could not be determined when or how this damage occurred. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded below the observed damage, and no additional leaks were observed. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. No other damages that would affect insulin delivery were observed.